Event description:
On (B)(6) 2024, rhythmlink device rlsnd122-2.5, lot unknown was being used during a oblique lumbar interbody fusion and the needle "snapped off," the clinician removed needle with tweezers. It was reported that the stimulation lead was used on the patient's ankle.